Event description:
It was reported when using the bd microtainer® quikheel¿ lancet the product is damaged (broken) (if device is still operable). The following information was provided by the initial reporter: translated to english. The customer reported about the following two issues of lancet (368103): "the holder component was not sealed properly and the blade didn't come out properly.

Manufacturer narrative:
H.6. Investigation: bd received one (1) sample and seven (7) photos for investigation. The photo was reviewed and the customer¿s indicated failure mode for damaged and difficult to activate with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for damaged and difficult to activate with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Retention samples were tested for quality characteristics per vt30070 (defective lancet; foreign matter; gaps; flash; broken post; trigger free; height/thickness; blade extension and activation testing) were evaluated with acceptable results. No assignable root cause was identified within the scope of this investigation.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported when using the bd microtainer® quikheel¿ lancet the product is damaged (broken) (if device is still operable). The following information was provided by the initial reporter: translated to english. The customer reported about the following two issues of lancet (B)(4): "the holder component was not sealed properly and the blade didn't come out properly.